Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the patient reported that the infection was not in the manufacturer¿s device or lead areas but in their vagina "due to prediabetes for removal of uterus". After the removal, the infection was gone and they turned on the implanted device again. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient was having pain with their permanent device and they started having little twitches. Prior to call the patient had tried lowering the current. Patient was at .9 and then .7 and .4 and yesterday they had lowered to .3 and then turned it off. Patient reported they had a little twitching 3-4 during the night after turning the device off, but it had helped a little when they turned it off. Patient was redirected to follow-up with their healthcare provider to see what was causing the pain and twitching. Follow up information received from the patient on (B)(6) 2018 reported that, as an action to resolve the pain/twitching issue, they went to their doctor where it was discovered they had a infection. The patient stated that when the infection is resolved, they were to turn the device back on. It was noted that the pain was due to an infection after surgery due to the patient being prediabetic.